Event description:
It was reported that right ventricular (rv) lead had impedance below normal values. The unipolar impedance was greater than the bipolar impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.